Event description:
Filter did not open when released, but did not migrate. Another manufacturer's filter was placed above it and it popped open.

Manufacturer narrative:
This event is still under investigation.